Event description:
It was reported the caller received a handpiece for repair with a broken 440 stud. The customer did not have any details but would have been notified of a pt consequence and there was none.